Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that system displayed an error code message. No report of pt injury.